Event description:
It was reported the lead was being replaced due to clinically significant oversensing. The lead integrity alert feature was triggered. Potential lead fracture was discussed. No patient complications were reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.